Event description:
Patient is seeking legal action. Formal litigation papers received which allege patient suffers from severe pain and requires ongoing medical care. It is further alleged that the patient will need to undergo and recover from a painful hip revision surgery. ***update*** (B)(4) 2011 plaintiff's preliminary disclosure (ppd) received (B)(4) 2011. Changed unk asr hip to asr cup added femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.